Event description:
It was reported that there was a peroration and the filter was tilted. A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that a perforation had occurred. It was also noted that the filter was tilted. No further patient complications were reported.